Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / essure wire in lumen on left tube"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal ) / occasional spotting") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation, anxiety, gerd in 2012, herpes simplex and polycystic ovarian syndrome. Previously administered products included for an unreported indication: dexilant, zantac, xanax and treximet. Concurrent conditions included menstruation abnormal, metrorrhagia, vaginal discharge abnormality, vaginal discharge and fibroids. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, 5 months 7 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("mood swings"), migraine ("migraine"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, fatigue, mood swings, vaginal discharge, weight increased, abdominal pain lower and arthralgia outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, migraine and headache was resolving. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, mood swings, migraine, headaches, perforation (fallopian tube(s)), vaginal discharge, weight gain, lower abdominal pain, joint pain" were added. New reporter were added. Product implant date was updated. Historical and concomitant conditions and medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.